Manufacturer narrative:
The hawkone was received without a cutter driver. The hawkone was inspected and observed no damage to the slide cover assembly or torque shaft. The distal assembly was inspected and observed a hole to the tecothane which ran parallel with the coils approximately 1.5cm distal the cutter window. No other damages to the device were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician successfully treated patient at the superficial femoral artery using a hawkone device. Lesion type was calcified. Target lesion had little tortuosity and moderate calcification. Account reported that post-procedure they were unable to flush the tissue from the device. No tissue was noted angiographically or in the spiderfx. It was reported there was bulging to the side of the nose cone. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.